Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a nocturnal hypoglycemic event with a lowest blood glucose of 60 mg/dl while using the ilet bionic pancreas, and had already self-treated with fast-acting carbohydrates per the low glucose plan, with glucose trending upward during the call; the user also received education on avoiding meal announcements for corrective carb intake and on adjusting device backlight brightness. Symptoms included hypoglycemia. Outcomes included no reported injury, no emergency care, and resolution with oral carbohydrate intake. Investigation included complaint handling, technical troubleshooting, and user education. Investigation of this case revealed normal device alerts and no device malfunction reported, with user factors and routine nocturnal variability considered. It was concluded that the event was consistent with hypoglycemia of unclear cause, with no device failure identified and appropriate self-treatment performed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.